Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. The device meets specification as per service installation record. The device was successfully verified prior and after the day of event. During a related service visit the local field service engineer tried to reproduce the error messages seen in the logfiles, however it was not possible to reproduce the problems. No issues were found and no parts replaced during the on-site visit. System meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows four successfully performed treatments, however after successfully completing the third treatment the system showed the error message ¿error with z-axis monitoring.¿ three times, the error message: ¿error can open, two times and the error message: ¿no movement to home position possible (eye contact).¿ three times. In addition, the message ¿press ¿yes¿ to activate patient bed! Move patient bed slowly down with joystick! Attention: collision with objective lens will not stop patient bed movement!¿ was shown twice. After these messages the customer restarted the system. After the restart no warning or error messages can be seen within the logfiles and the customer performed the last treatment for the day. The logfiles do not show, that the system suddenly stopped during a treatment. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. No complaint-related product is expected to return for investigation. The root cause cannot be identified conclusively, based on available data. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the device was stopped unexpectedly in unknown eye of the patient during refractive surgery. After a complete reboot of the device, the subsequent procedure was completed without any issues. The physician specified that there were no consequences for the patient. The patient is very satisfied despite the incident.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).